Event description:
A hemodialysis user facility has reported that there was a blood leak on the arterial side of the dialyzer. The leak was visually observed and was confirmed with test strips. The treatment was stopped and most of the pt's blood was returned. The estimated blood loss was less than 100cc's. A new system was strung and the treatment was completed. There is no other known ill effect to the pt. There is no sample available for eval.